Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the initial pacing threshold measurements for the right ventricular (rv) lead were high and premature battery depletion of the device was suspected. The device was explanted and replaced and the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.